Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the patient was undergoing planned treatment which was aborted. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Analysis of the system logs indicated that the flat detect controller (fdc) failed. During troubleshooting, fse confirmed that the cause of the issue was fire x board which prevents exposure. Fire x board is the flat detector controller, and it had failed due to hardware mechanical issue. Fse replaced the fire x board to resolve the issue. After the replacement of fire x board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures due to a hard disk issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.